Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed with the pharmacist that the issue occurred because the request was made against an old order. The pharmacist was advised to submit a new request using the updated order. The user discontinued the old order, and the tss confirmed that the new order appeared as available to request at the cabinet. The system functioned as intended after the tss completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, facility was unable to issue item. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.